Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "while implanting the stem, the stem inserter broke. No add'l time added to surgery."